Event description:
The facility reported that two caregivers were transferring the pt from a bed to a chair. During the transfer, the left leg sling clip released from the spreader bar, causing the resident to slip down and hit the back of her head on the spreader bar. There was no indication given that the pt experienced seizures of any type at the time. The pt sustained a laceration to the back of her head and was treated with steri-strips. MFR.

Manufacturer narrative:
The device was examined by an arjo investigator and was found to be in good working order. No issues were found with the lift. Pictures of the lift show that the lift hanger bar had padding added. This padding appears to have been damaged around the area where the leg clips go on to the hanger bar. The sling involved in the incident had been discarded by the facility and was not available for the investigator to examine. Internal testing and simulations have determined that a leg clip cannot be kicked off by the person in the sling unless the knee can be brought inward, under the clip and upward, with force. This is not possible from a seated position. No indication was given that the pt experienced seizures of any kind at the time of the incident. Based on the info received, the MFR has concluded that most likely the clip did not detach, but was not attached in the first place. It is likely that the pt was lifted without the clip in place, was suspended, and was subsequently brought to a seated position, which put the person's weight toward the missing leg strap, causing the pt to slip down. The MFR recommends retraining of caregivers to the operating and product care instructions, in particular with regards to sling use and care.